Event description:
It was reported that during a device change out due to normal eri/eol, right ventricular (rv) and right atrial (ra) leads had multiple insulation breaches. Subsequently, both ra and rv leads were cut back and then capped. The patient is in stable condition.

Manufacturer narrative:
Only the connector portion of the lead was returned in one piece for analysis. Visual analysis noted an external insulation abrasion at the connector boot. The silicone insulation beneath was intact. Visual inspection of the lead did not find any additional anomalies on the returned portion of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts.